Event description:
It was reported that the patient's implantable neurostimulator (ins) showed impedance readings >4000 ohms on all bipolar pairs and >2000 ohms on all unipolar readings. The ins was placed on the patient's right side and was a unilateral lead implant. The patient's symptoms were "pretty well controlled" except for some muscle tightness in the left arm. Switching the ins from bipolar to unipolar stimulation did not fix the issue. The patient was programmed to 2+, 1- at 1.5 v, 60 us pulse width, and 180 hz rate. The patient's doctor believed the patient was getting a microlesioning effect and noted that the patient's medication had been causing dyskinesia. X-rays were going to be performed to compare to post-operative records. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v925809, implanted: (B)(6) 2012. Product type: lead. (B)(4).